Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine check, low pacing impedance was observed. The impedance returned to its normal range alone. The patient didn¿t have any symptoms and he is stable.